Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Event description:
It was reported that the estimated longevity of the device was shorter than one year with normal electrical parameters. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and returned to the manufacturer.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the us.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that during the analysis of the returned device the hybrid was damaged. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst noted the current drain is above nominal. The battery did not reach elective replacement indicator (eri) and the estimated remaining longevity is approximately 12 months. The estimated longevity is short of expectations, unrelated to known estimator issue.

Manufacturer narrative:
Product event summary: initially the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk analysis results found that the device was reapproaching elective replacement indicator (eri).